Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A fully fired 4.8mm single-use loading unit (sulu) was received. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, loaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of bowel on a low anterior resection, the device partially fired and had a poor staple formation. Staple incomplete was also noted during insertion of the device for end to end anastomosis. Another stapler was used and same issue occurred. Additionally, the staple disengaged to patient's cavity and were left as is often done with loose staples. The surgeon had to manually oversew the staple line to correct the issue. Surgical time was extended more than 30 minutes. The patient was brought back for surgery the next day and is currently in intensive care.